Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that while in post-op following an ins replacement surgery, the rep was unable to get communication between the patient's controller nor the tablet with the patient's ins, and the communication issue was both proximal and distal. It was noted that intra-operatively everything was working well. Additionally, it was noted that the patient was connected to monitoring equipment while in post-op. The bandaging was removed so the patient only had a tegaderm dressing over their wound. It was suggested that the rep wait a little longer until the patient is moved into a recovery room without the monitoring equipment and then try connecting again. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2019. They reported that the cause of the communication issue was due to the heart monitors in the pacu room because as soon as the heart monitors were removed, the communication issues resolved; they were able to easily communicate with both the tablet and the patient's programmer. No further complications were reported or anticipated.